Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1802134, medical device expiration date: 2023-01-31, device manufacture date: 2018-01-30. Medical device lot #: 1801196, medical device expiration date: 2022-12-31, device manufacture date: 2018-01-10. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd emerald¿ syringe, luer slip centric tip there was an issue with scale marking error and flange damaged. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: one physical sample as returned in support of this complaint. Visual inspection of the returned sample presented the barrel flange and plunger broken, the scale marking is also defective due to the barrel damages. That confirmed the reported issue. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the plunger. Based on this fact, the reported issue was produced due to some blockage in the primary packaging machine feeder. Since the magnitude of the damage in the syringe is significant enough to stop the machine, rejecting the ones with major damages, it is believed that the root cause of the problem is related with a human error. Investigation conclusion: damaged in the barrel and plunger produced due to some blockage in the primary packaging machine feeder.

Event description:
It was reported with the use of the bd emerald¿ syringe, luer slip centric tip there was an issue with scale marking error and flange damaged. There was no report of injury or medical intervention.